Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the emergency room (ER)following the receipt of several shocks. External electrocardiogram showed a right bundle branch block (rbbb) which was not present at the time of implant. As a result, the amplitude of the qrs complex was so low the sensing was compromised. The patient was referred to their following physician. Upon interrogation, the following physician confirmed the patient was back at normal conduction and the device was sensing appropriately. Attempts to create the oversensing with provocative maneuvers and high rate acquisition were performed without success. The conditional shock zone was changed from 200 to 170 bpm. It was also reported that at the time of the inappropriate shocks the patient was positive for covid-19 and had a high fever. Since recovering from covid-19 there has been no more episodes stored in the device memory. It was suspected while covid-19 positive the patient developed a temporary rbbb which has since self-resolved. The device remains implanted and in service. New information received indicates that the patient presented to ER again having received several shocks. The patient is no longer covid-19 positive and is afebrile. The shocks were determined to be inappropriate due to suspected rbbb however this could not be confirmed. The patient was admitted to the hospital for monitoring.